Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer received emergency medical assistance due to low blood glucose and was hospitalized on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer was given d10 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller stated the customer's pump settings were incorrect. Troubleshooting was not completed. The insulin pump will not be returned for analysis.